Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt stopped breathing during a stage one procedure. The healthcare provider (hcp) turned the pt over and the pt started breathing again. There was assurance that this event could be anesthesia related and not due to the therapy. The pt was admitted to the hospital. The pt will have a stage 2 or removal on (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.